Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient still felt the shocking sensation in his neck and planned to meet with his physician (B)(6) 2014 to assess the problem. It was reviewed that the therapy shouldn't be a factor in this problem since the device was likely overdischarged. It was further reported that a company representative tried to interrogate the device but could not get feedback from the stimulator. The cause was undetermined at this time. The patient declined to meet with the pain management office.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient hadn't used his pain stimulator in 2 years and it was currently off. It was stated that the patient suspected the battery was dead at this point. He had the stimulator implanted to treat angina pain around patient's heart (it was stated he had 2 open heart surgeries, bypass and stents). It did help with this pain for the first year or so following implant but then stopped helping his pain. It was further stated that the patient was not using their therapy at the time of the report because it never helped their angina. It was further clarified that after the heart surgery, the patient did not need the stimulator anymore, so he quit charging and using it. The patient stated the neck pain had started 6 months prior. The shocking was also going into his ear and jaw.

Event description:
It was reported that the patient had been getting shocks for the last 3 weeks. He had had pain in the left side of his neck "for a long time" which was where he was getting shocks, as well as his left shoulder and down his left arm a little bit. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4) product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).